Event description:
Received medwatch report from director of nursing reporting the venous line had separated from the arterial port of the patient's split ash catheter. Patient went to hospital for observation; transfusion of 2 units packed rbc's. Vital signs stable. Estimated blood loss: 500cc. Facility reported machine didn't alarm at time of incident. Note: the clinic had connected the venous blood line to the arterial port and the arterial blood line to the venous port intentionally in an attempt to improve blood flow.